Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose declined to 46 mg/dl. The customer had a tear in his stomach and plenty of gastrointestinal issues. The customer treated the low blood glucose with juice. He did not go to the ER. He stated that he is a brittle diabetic. The insulin pump was not returned or replaced.